Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect, and there was no known accident or incident related to the event. The pt was supposed to receive therapeutic effect on the left side. All electrode combinations using electrodes 8-15 were > 10,000 ohms. Additional info has been requested, a f/u report will be sent if additional info becomes available.